Event description:
Subsequent to the initial medwatch report, it was indicated that on (B)(6) 2012, the patient underwent outpatient revascularization in the left renal artery for in-stent restenosis. The patient's condition resolved on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of restenosis and hypertension are listed in the rx herculink elite instructions for use as known potential adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a left renal artery stenting procedure with one rx herculink elite stent. On (B)(6) 2011, the patient reported intermittent blood pressure spikes. Computed tomography of the abdomen on (B)(6) 2011 revealed significant restenosis in the left renal artery. There is currently no plan for treatment. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction to (type of device), (common device name), and (PMA/510(k)#).